Event description:
At disconnect there was no 5-fu powder present on bag, tubing, port tubing, skin, clothing or needles insertion site. However, nurse noticed while flushing the port tubing that small liquid droplets appeared on patient shirt. Within a few minutes the liquid turned to powder. Powder was also evident on connection rim of the needless adapter on port. No other powder visible. Per pt no white powdery substance was present during his infusion at home. Blood return noted from port. 5-fu bag also appeared emptied. Rn suspecting the needless adapter may have had a small crack or imperfection in it that was not an issue during slow 5-fu infusion but became evident with more rapid flush upon disconnect. Cancer care pharmacy notified. 5-fu tubing, port needle and needless connector saved by cancer care pharmacy inspection.